Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery and tibioperoneal (tp) trunk using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, the physician completed four passes using the cat7 and its introducer sheath. Subsequently, while advancing the cat7 to the target vessel to make another pass, the physician experienced resistance and kinked the mid-shaft of the cat7. Therefore, the cat7 was removed. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.